Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Although the exact cartridge serial number was not provided, technical support reviewed all negative tests obtained during the reported period and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
On 27-jun-2023, customer reported receiving a false negative result taken in (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (lot 25709c, reader sn (B)(6), cartridge sn not specified). Exact test date not provided. Customer states they received positive results using antigen tests and pcr tests (brands not specified, dates of testing not provided and frequency not provided). Although requested, customer did not respond to technical supports three attempts to obtain further information regarding the event.